Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with syringe. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was declined by customer as they indicated that the pump is fine. Customer wanted to document the incident only. No further details.